Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038270061. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was evidence to suggest that the device was used in a manner inconsistent with the labeling. It was reported that the physician placed an atrial septal device (asd) to occlude the perforation and continued the procedure. The instructions for use (IFU) lists asd repair and continuing the procedure as contraindicated. Watchman trusteer? Access system IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include perforation. Risk review: a risk review was completed and confirmed that the event of perforation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect and was into the patient. During the transseptal puncture the physician crossed the superior vena cava and perforated into the pulmonary artery. The physician removed the was and placed an atrial septal device to occlude the perforation. The procedure was then continued, and a new was was positioned in the laa of the patient. The wds was inserted and the closure device was successfully implanted in the laa of the patient. The patient remained stable during the procedure and during recovery. There were no other complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery.

Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect and was into the patient. During the transseptal puncture the physician crossed the superior vena cava and perforated into the pulmonary artery. The physician removed the was and placed an atrial septal device to occlude the perforation. The procedure was then continued, and a new was positioned in the laa of the patient. The wds was inserted and the closure device was successfully implanted in the laa of the patient. The patient remained stable during the procedure and during recovery. There were no other complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery.